Event description:
Caller reported a malfunction on the pump, identified by a malfunction code "malf 12." There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.